Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was stated that the customer passed away. Troubleshooting was not possible during the phone call, but all the programming histories were checked. The insulin pump will be returned for analysis. Nothing further was reported.